Manufacturer narrative:
Review of the device history record for this valve showed that the valve was built per specifications. Valve is currently at distributor, to be returned to onxlti. Pathology report is planned upon valve return. Our consultant surgeon in (B)(6) has inspected the valve and confirmed thrombus in the hinge area. He took photographs. Valve to be returned to on-x.

Event description:
Valve thrombosis of the on-x mitral valve prosthesis. Valve thrombosis is an expected adverse event for a mechanical heart valve, and is pre-defined in aats/sts guidelines as "valve-related". Therefore it is being reported. Comments from surgeon's operative notes: "emergency re-do mitral valve (stuck mitral valve prosthesis)... Thrombus at hinge with one leaflet stuck in the closed position and the other is mobile but not completely". Onx-27/29 valve was explanted and replaced with onxm-25. Pt recovered from the surgery.